Event description:
Report was received from the USA stating that the device "does not work". It was unknown if the device was used in surgery. There were no injuries or medical intervention reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests this is most likely due to customer mishandling. The event was confirmed. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).